Manufacturer narrative:
(B)(4).

Event description:
It was reported the ventricular lead had unacceptable capture thresholds. The elevated outputs ran the battery down. The lead was capped and replaced. The replaced lead function was normal. The patient was fine.